Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead could not be rotated out during the spiral process, and the wear and tear outside the lead appeared after several subsequent turns. The lead was removed and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of a helix mechanism issue and insulation damage were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination of the lead found the outer insulation was cut at the proximal region of the lead. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported events was isolated to the helix being clogged with blood/tissue and the insulation damage consistent with procedural damage.